Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported that on (B)(6) 2016 they had their knee replaced, which was unrelated to their device or therapy, since they got the stimulator for a back problem and not their knee. After the knee replacement the consumer was experiencing painful stimulation in their knee and the stimulator was ¿causing all sorts of havoc with their knee.¿ the consumer didn't have access to their patient programmer (pp) because they were in rehab after the knee surgery, but the next day a family member was able to bring the pp to the consumer and turn stimulation off.

Event description:
Additional information received from the patient reported that the steps taken to resolve the painful stimulation in the knee included turning stimulation off. The patient planned to try turning stimulation back on once she recovered from the knee replacement surgery. On (B)(6) 2016, she wanted to turn stimulation back on and needed help. The patient connected and was in group a. She turned the ins back on, was at 0.5 volts, and felt no stimulation. She noted that it was ¿not the time to turn it on yet¿ and her ins usually turned on in the morning around 8 am and turned off in the evening around 11 pm automatically. It was set up that way since implant and did not run all night. The patient increased stimulation and confirmed she now felt stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.